Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. Product ID: 3057, lot# unknown, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported the patient was not feeling stimulation. They had tried to increase and the controller said cannot provide desired settings, call your clinician. Patient also stated they thought the wires had moved. Contributing factors to the reported event were unknown. Troubleshooting was done and the patient was unable to increase stimulation. Actions/interventions to resolve the issue were unknown at the time of the report. It was reported that the issues were unresolved. Additional information was received. The patient stated the ens battery was white, meaning it was empty and they noticed this the day prior to the report. Patient was redirected to follow-up with their physician. Additional information was received. Caller reported an unknown device communication issue. Caller reported they were getting the settings not available, but the patient stated they were getting the screen looking for device and it would not change screens. Patient removed and reinserted batteries in their patient programmer, this did not resolve the reported issue. Patient was redirected to their healthcare provider. Additional information was received. The patient reported their device was not working, there was depletion of the ens battery. Contributing factors to the reported event were unknown. Patient had a doctor appointment the day of the report at 1:30, it was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.